Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Pump error 55 alarm was recorded and found in the formatted history file on: 07/25/2023 09:04:05.000, 07/25/2023 09:14:00.000. E/a alarm/pump error 55 (internal crc failure) is the fatal error. This was the reason for the critical pump error (open book image) alarm. Suspecting hw issue. Please see below for pump errors/alarms noted 2 days prior to the event date 27-jun-2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: 06/27/2023 09:59:08.000, 06/27/2023 09:59:20.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 06/27/2023 09:59:14.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 02-jul-2023 at 3:11:00 pm. There was no power data available for the event date of 27-jun-2023 at 09:59:14.000. Unable to check power data for failed battery alert/battery failed alarm. Unable to test failed battery alert/battery failed alarm due to critical pump error (open book image) alarm. Failed battery alert/battery failed alarm was unknown. Pump error 63 alarm (variableinfo = 03) was recorded and found in the formatted history file on: 06/27/2023 10:04:16.000, 06/27/2023 10:05:30.000, 06/27/2023 10:27:52.000. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. Pump error 63 alarm (variableinfo = 03) was confirmed due to a broken trace on u1 keypad assembly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 55. Critical pump error (open book image) alarm and e/a alarm/pump error 55 alarm confirmed, suspecting hw issue. Pump error 63 alarm (variableinfo = 03) was confirmed due to a broken trace on u1 keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump error occurred frequently. No harm requiring medical intervention was reported. Troubleshooting was not performed. The customer will discontinue using the insulin pump and will be returned for analysis.